Event description:
Device has been explanted.

Manufacturer narrative:
Information contained in this report was previously submitted through asr on 23oct2014 and 21jan2016.

Manufacturer narrative:
Information contained in this report was previously submitted through [asr/psr/410psr] on [01/21/2016]. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient reported right side is "as hard as a rock when they wake up in the morning but loosens up once they get moving." No indication of treatment. Patient reported later "completely flat and leaking". Device remains implanted.